Event description:
A trilogy 100 ventilator was returned to a third-party service center for evaluation of foam particles in the device. There was no harm or injury reported. During the evaluation of the device at third-party service center no foam particles were visualized in the device. However, ventilator service required alarms were found in the ventilator's downloaded error log. The device's power management printed circuit board required replacement to address the issue.